Event description:
It was reported that a patient underwent additional surgeries following an initial acl repair due to post-operative pain and other unspecified symptoms. Per the information provided, the patient originally had an injury at his workplace in 2004 which involved his right knee. He underwent an acl reconstruction in 2005. Due to post-operative pain, the patient underwent a second surgery in 2006. Approximately two months later, the patient developed symptoms thought to have been a possible reaction to the (bio-absorbable) screw's breakdown. Four months later, the patient underwent another surgery during which time the remaining portion(s) of the screw were removed. Since that time, it was reported the patient has continued to have pain and impairment of his right knee. Follow-up confirmation of the device identity (part no., lot no,) was requested but not provided. Patient demographics (age at time of event, date of birth, weight) as well as medical history were also requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information provided and without device evaluation. The device name, but not the device size, was provided by the initial reporter. Device part number confirmation was requested but not provided, therefore, ar-5035tb-09 was assigned to this report. Lot number was also requested but not provided. Device history record review could not be performed without device part/lot number.based on the information provided, the most likely cause(s) of the patient's post-operative pain and other unspecified symptoms cannot be determined. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials; patient sensitivity to device materials must be considered prior to implantation. If additional relevant patient information is received, a follow-up report will be submitted.